Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that last night they turned the stimulator off when they went to bed. Patient stated that the controller battery was at 100% and the implant battery was in the red. Patient said that they woke up this morning and the controller was still at 100%, but the implant was in a red line. Patient mentioned that they have been having trouble with the controller for about the last 60 days. Agent asked the patient if they had any other instances where the therapy depleted rapidly and patient said that it does that every once in a while and it is very erratic. Patient also mentioned that sometimes the controller does not hold a charge very long. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date; n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.